Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MFR# 6000093-2007-01652. Same patient as MFR# 6000093-2007-01651, 6000093-2007-01651. It was reported that during a coronary drug eluting stenting treatment procedure, balloon burst occurred. The lesion treated was located in a very heavily calcified mid right coronary artery (rca). The physician used a rotablator balloon in the rca and then implanted a 3.00x12mm taxus express2 drug eluting stent and a 3.00 x 32mm taxus express2 drug eluting stent. Approximately 11 months later, the patient presented with st-segment elevation myocardial infarction (stemi). The patient had been on plavix until 3 days prior to the event. Thrombosis was diagnosed angiographically in the rca. The physician advanced a 3.00x15mm maverick balloon to the thrombosis, and the balloon burst. Then the physician advanced a 3.00 nc monorail balloon to the thrombosis, which also burst. Ivus imaging was used and the case was completed. The patient condition is listed as fine. Rheopro and heparin were given during the procedure. Further information has been requested but has not been received.